Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only".

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) disconnected from the home choice (hc) the previous night to go to the hospital for stomach pain. The hp stated he ate some bad chicken, came back, connected and wanted to end therapy. The hp was currently in dwell 1. The technical service representative (tsr) assisted with ending therapy. There was patient involvement. No patient injury or medical intervention was reported.